Event description:
Product was returned as implant failure at 14 days. Pt's oral hygiene was described as having mild inflammation of the gums. It also states, that bone augmentation material was used and her bone quality and quantity was insufficient.